Event description:
Patient diagnosed with clinically localized bladder cancer. For treatment, the patient underwent a robotic assisted laparoscopic radical cystectomy, robotic assisted laparoscopic radical prostatectomy, robotic assisted laparoscopic bilateral extended pelvic lymph node dissection, and ileal conduit urinary diversion. During this procedure, the ethicon flex 60 stapler was used. Following the 4th firing of the stapler, the device stopped firing. The team was provided with another device to continue the procedure. This event did not injure the patient nor did it prolong the procedure or the patient's hospitalization.